Manufacturer narrative:
Philips has investigated the complaint. The customer reported that c-arm was unable to reset. No further information regarding the issue has been provided. No service has been performed by philips since the device was out of warranty and a third party evaluated and repair the device. There has been no additional information received to date. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to reset, preventing movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.